Event description:
Patient underwent a left total hip replacement in 1997. Patient then developed pain in left hip pain a couple months ago, and denied trauma to the area. Imaging revealed a distal fracture of the infemoral stem component of the left hip. The patient required a return to the operating room and an osteotomy to remove the fractured stem. The fractured stem was not sent to pathology or saved.